Event description:
It was reported the coil prematurely detached during repositioning into the aneurysm. The coil was removed using a snare device. There was no reported clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirmed that the device met all material, assembly and performance specifications upon its release. The device was not returned for evaluation. From the information available it is most probable that the coil prematurely detached during repositioning of the coil in the aneurysm. The directions for use (dfu) for this product family cautions the user "warning: do not rotate delivery wire during or after delivery of the coil into the aneurysm. Rotating the gdc 360° detachable coil delivery wire may result in a stretched coil or premature detachment of the coil from the delivery wire, which could result in coil migration." Therefore the most likely cause for the reported event is user error.

Event description:
It was reported the coil prematurely detached during repositioning into the aneurysm. The coil was removed using a snare device. There was no reported clinical consequence to the patient.

Manufacturer narrative:
Additional information confirmed the patient had a highly tortuous anatomy, continuous flush was maintained and the delivery wire had been rotated during repositioning of the coil.